Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the owner¿s manual for the diego elite drill system with handpiece mdhp200 contains warnings and cautions to avoid mis-positioning and overheating: ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip and or the suction irrigation instrument.¿ ¿do not advance or extend the device abruptly.¿ and ¿all burrs must be used with irrigation. Lack of irrigation could cause excessive heating of the shaft and damage to the burr.¿ to mitigate against device deterioration, the owner¿s manual specifies an expected lifespan of 125 uses or reprocessing cycles for the attachment device. The owner¿s manual also requires an annual safety check of the drill system by olympus authorized personnel. And in general before each procedure, the owner¿s manual requires inspection of drill system components for damage or missing elements.

Event description:
Olympus was informed that during a mastoidectomy procedure, the drill system was set at 75,000 rpm which reportedly caused significant movement and chatter on the 5mm cutting burr owned by the user facility. The rpm was reduced to 50,000 rpm which reduced some of the chatter, however, there was still a significant amount of movement on the burr. The physician switched to a 5mm diamond coarse burr, back to 75,000 rpm and the chatter did not stop. The physician was not happy as the burr operated at a much slower cutting speed. The physician then switched back to the 5mm cutting burr at 50,000 rpm, in addition, the physician reported the handpiece became too hot to work with. Two other sets of handpieces and attachments were replaced, however, there was still significant heat. The procedure was completed using a similar device. There was no patient injury reported. 4 of 6.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and DHR review performed. The device was returned to olympus for evaluation. The cause of the reported complaint for the overheating of device cannot be confirmed. Based on evaluation the mdhp200 hand piece and angled attachments met the release criteria and requirement of maintaining temperatures below 48 degree c when run at the stated duty cycle of 1 minute on and 2 minutes off for 10 consecutive cycles. Based on the DHR review, the device was manufactured and tested in accordance with all applicable procedures and met all acceptance criteria when produced and shipped from the manufacturer.